Manufacturer narrative:
Concomitant medical products: 4024-58 lead implanted: (B)(6) 1993. Evaluation summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.